Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the piston was found to be broken, so the surgeon did not proceed with implanting the lens. A backup lens was used instead. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).